Event description:
The act diff analyzer generated erratic hemoglobin (hgb) and platelet (plt) results initially and upon rerun for one patient. The specimens were sent to a reference lab and corrected results were generated. The reference lab results were not provided. No erroneous results were reported out of the lab. Based on information provided, there was no impact to patient treatment.

Manufacturer narrative:
The specimen was collected via venipuncture in a 4ml bd tube. Qc is run once a day. Qc was run before the event and results recovered within range. A field service engineer (fse) was dispatched: the fse performed troubleshooting, adjusted hgb voltage and conducted disinfect cycle. The fse ran patient samples, controls and performed verification. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.